Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports (same patient, same event, different products). Other mfg report numbers: 3006697299-2024-00044 3013886523-2024-00122 a facility reported a patient had a cerelink sensor placed (ID 826850). The sensor was used with cerelink monitor (ID 826820) and cerelink cable (ID 826845). The problems started immediately with a decompressed patient: at a certain point the monitor started giving an error and the value of the pressure disappeared. The patient was critical and the event led to a delay in measuring the intracranial pressure (icp). Therefore, medical staff retrieve the system. The patient died; however, the facility confirmed, the death is related to the patient's critical condition (polytrauma).

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis / root cause - the device (B)(6) received only with dc power supply. The costumer didn't send icp cable sensor. The device will be tested with our test icp test cable. The monitor was tested 3 days connected with our test equipment. The device is working properly and no fault was found. This device has the latest revision of the digital board, analog board and touchscreen. The functional test and safety test according to manufacturer's specification have been performed.

Manufacturer narrative:
Investigation update. Failure analysis - the report of error 1019 (output channel error) with disappearing values has not been confirmed.

Event description:
N/a.